Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx closure device was successfully implanted and no pericardial effusion was detected. 15 minutes after the procedure, a spontaneous pericardial effusion with cardiac tamponade was detected. The patient experienced hypotension and a pericardiocentesis was performed. The effusion was resolved and the patient was ok. A few days later, a second spontaneous pericardial effusion occurred. It was resolved and the patient was discharged 1-2 weeks later. The patient is currently at home and doing ok.